Event description:
It was reported the external pulse generator (epg) stopped pacing immediately when the battery was removed. The device was tested by the biomed department and no problems were found and had passed performance checks prior to being placed in service. Additional information noted that the biomedical supervisor was on hand during a battery replacement when in use with a patient. The epg "failed as they watched." The epg was brought down to biomed for testing again and is reported to have worked as designed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).